Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device exhibited incorrect battery data and estimated longevity as reported by the programmer. The device had reached eri and was replaced.